Event description:
Complainant reports that the flush port has leaked since the tube was placed.

Manufacturer narrative:
Abbott nutrition standard procedure includes attempting to obtain all required information from the source.